Event description:
It was reported to gems that the tabletop detached from the frame with the table in the vertical position. There was no pt on the table at the time of the incident and no injury was reported. Apparently, the glue holding the tabletop to the frame of the table gave way resulting in the table top detaching from the frame.